Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient fell and was revised due to a broken femoral stem.

Manufacturer narrative:
No device or images were received. The condition of the device is unknown. The device history record review and complaint history review could not be performed as part and lot information of the reported device are unknown. The reported device is used for treatment. Based on the information provided, it is likely that the patient's reported fall caused or contributed to the stem fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. 12mm versys beaded femoral stem and a 36mm versys femoral head were returned for evaluation. As returned, the head was still locked onto the stem. The stem was returned with a fracture that was proximal to the flutes. The distal portion of the stem remained in the trephine. Damage was too severe for dimensional analysis. The products were sent to sem analysis. The stem was fractured near the intersection of the medial radius & cylindrical stem. The fractured piece of distal stem was not returned for this examination. DHR was reviewed and no discrepancies relevant to the reported event were found. It is reported that a legacy zimmer versys beaded fullcoat stem and femoral head were used with richards (smith and nephew) shell, smith and nephew reflection xlpe 20 degree, 36 ID liner, stryker dall miles cable sleeve. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert; however, it cannot be confirmed that this incompatibility has any definitive relationship or contributed to the reported event. The patient has experienced multiple falls. The extent of contribution of the multiple falls to the reported stem fracture could not be determined. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.